Event description:
The complainant reported that a placement signal low alarm was present. Impella was pulled back 2 cm. Alarm persisted. Flows are optimal and position is satisfactory, so alarm was disabled.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. Pump was not returned for investigation. Data logs were investigated. The 5s parameters were in specification during entire case. After pump was reduced to p0, the placement signal was observed to decrease to -40. At that time, "impella in aorta" and "impella in ventricle" alarms were observed. The placement signal shot up to 3000 and returned multiple times. After 1 hour the pump was restarted without any abnormalities and placement signal and optical parameters were in specification. Without the product, the failure cannot be further investigated. Therefore, the root cause of the optical issue was not determined since product was not returned for investigation. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.